Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assays for control material and three to four patient samples. Of the data provided for three patient samples, only the following results were discrepant and reported outside the laboratory. Patient 1: gluc3 glucose hk initial result was 253 mg/dl and the repeat result was 127 mg/dl. The result from an I-stat was 129 mg/dl. Crep2 creatinine plus ver.2 initial result was 1.27 mg/dl and the repeat result was 0.77 mg/dl. The result from an I-stat was 0.8 mg/dl. Ca2 calcium gen.2 initial result was 7.5 mg/dl and the repeat result was 9.2 mg/dl. Patient 2: this patient was a (B)(6) female. Creatinine initial result was 2.26 mg/dl repeat result was 1.01 mg/dl. The result from an I-stat was 1.0 mg/dl. Calcium initial result was 5.4 mg/dl and the repeat result was 9.8 mg/dl. The erroneous initial results were reported outside the laboratory. Information concerning if any patient was adversely affected was requested, but the customer did not know. No adverse event was reported. The reagent lot numbers and expiration date were requested but were not provided. The customer stated there had been preventive maintenance performed and the ise electrodes were replaced the week prior to the event. A probe check was performed, the reagents were replaced, the sipper was checked, and an air purge was performed. The customer found a "black fleck" at bottom of the sample probe that was removed when cleaned following the check. Per the field service representative instruction, the customer replaced the sample probe. The field service representative found the vacuum rinse nozzle was clogged, most likely by dried serum or dust from the reaction cell. He cleaned out the black debris and checked the rinse nozzles. He checked and adjusted the probes, rinse water, detergent and cell blank water levels. He cleaned and lubricated all related parts of ise component. He ran ise and mechanical checks and precision checks. The customer ran calibration and qc with all results within the acceptable limit. The investigation confirmed the issue found by the field service representative was the cause. As the issue occurred only one week after a preventive maintenance visit and the analyzer was fairly new, an environmental root cause was indicated. Most likely something was wrong during the daily operator maintenance of cleaning the rinse nozzles.